Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's parents noted that the child was not hearing anymore while using the device.

Manufacturer narrative:
Additional information: based on the received information from the field, a damage to the active electrode caused by device minute mobility is very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The recipient's parents noted that the child was not hearing anymore while using the device. No trauma, nor redness reported. There were also no recent changes in health or medication. Imaging has been requested but not scheduled yet. A surgery is considered; however, no date has been scheduled yet.